Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was difficulty advancing the valve through the unexpanded portion of the esheath+. The team continued to advanced, and as the valve exited the esheath+ in the descending aorta, it was noticed that one of the inflow tines on the valve was bent in a 90-degree angle. It was decided to remove the devices to exchange for a new system. However, the tines on the valve began to tear the end of the esheath+ during withdrawal, so the team stopped with the removal. The team decided to advance the valve and deploy in the annulus. There was no patient injury. Per report, the patient had a deep arteriotomy with an external iliac that dove deep posterior.

Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery was provided by the site and revealed the following: the patient's left access vessel had present of calcification and tortuosity. One (1) strut bent outwardly at the inflow side, more than 90 degree. A lot history review was performed and revealed no other complaints relating to the reported event were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the provided imagery. As reported, 'during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was difficulty advancing the valve through the unexpanded portion of the esheath+. The team continued to advanced, and as the valve exited esheath+ in the descending aorta, it was noticed that one of the inflow tines on the valve was bent in a 90-degree angle'. Per the training manual, 'insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion' and 'in expectation of high friction, use short movements and push delivery system closer to sheath hub.' Furthermore, the training manual instructs that 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,' 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,' and 'do not over-manipulate the sheath at any time.' Per imagery review, the patient's access vessel had presence of calcification and tortuosity. Per the case note, 'the insertion angle was steep on the left femoral side'. The presence of calcification, tortuosity and steep insertion angle in vasculature can create a challenging pathway during delivery system advancement, which can lead to higher push force. So, if excessive force was applied to overcome associated resistance, it could lead to the valve struts interacting with the sheath shaft, resulting in the bent struts as seen at inflow. A produce risk assessment was previously initiated to investigate and assess the risks associated with frame damaged for the s3u with commander delivery system and esheath configuration. A CAPA was previously been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force, excessive device manipulation, insertion angle) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.